Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the back-up power supply printed circuit board (pcb). Customer acknowledged and will call back if further assistance is needed. Covidien was not authorized to conduct the repair.

Event description:
It was reported a small whine noise can be heard within the battery box and was it was generated a series of battery error codes. Information about patient involvement was not provided.